Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that when the surgeon set up the cement gun and nozzle (or-206-512-1) after the cement mixed up, he accidentally set it with black push rod of cement in the nozzle. He found the mistake when he injected a few cement in the medullary cavity and he reassembled the nozzle , the cement hardened. Therefore, the new cement was inserted after the hardened cement was removed with electric drill, and the stem was implanted. The surgeon confirmed at after surgery xp that the tip of the stem pierced the cortical bone and was protruding to the posterior lateral side. The revision surgery schedule is undecided.